Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an external neurostimulator (ens). It was reported that the patient had been implanted the day of the report. Hcp reported patient was having issues with their device. It was reported that the patient had not urinated since the day prior to the report at 9am. It was also reported that the pocket site/surgical site was bleeding, but had stopped. Caller reported the patient indicated they were not hearing a ticking sounds as they thought they were supposed to. It was explained to them that there should be no ticking sound produced by the device. Additional information was received from the manufacturer representative (rep). It was reported that the patient had started their trial procedure the day prior. The rep reported they had received a call from the patient indicating the patient was not feeling stimulation and their stimulation had been set to 9 ma. Caller reported that during the procedure the patient had been given pain medication and was not sure if the pain medication was still in the patient's system and therefore did not suggest increasing stimulation. Caller reported they did walk the patient through decreasing to the original setting of 1.5 ma which was in recovery. Caller also reported patient mentioned blood at the site, reported the patient was redirected back to their healthcare provider. Caller report ed they spoke with the patient who reported they were not urinating completely. Caller also mentioned the controller indicated looking for device. Caller reported they would check the controller when they saw the patient at 1:30 the dayof the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep). Device information and patient weight is unknown nor did they think they could obtain that information. Rep noted they saw the patient in the healthcare provider's (hcp) office. They started with new batteries in the controller and external neurostimulator (ens). They tried everything they could think of surrounding the connection issues aside from a new twist lock connection. The new twist lock connection was not tried because the patient reported improvement in their symptoms so they decided to let the therapy do its job without the patient feeling stimulation sensation. No further patient complications have been reported as a result of this event.